Event description:
It was reported by the customer that the fluid warmer cassettes ruptured during use.

Manufacturer narrative:
Fluid warner cassettes.

Event description:
This is a duplicate of MFR report # 0001831750-2013-01333. The catalog number d25310ce reported for this complaint was accidentally submitted into the complaint handling system twice for the exact same complaint instance. This was verified with the user facility that they only had one complaint for this issue. Please refer to MFR report # 0001831750-2013-01333 for full reporting for this complaint.